Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last two weeks.

Event description:
It was reported that the patients non-rechargeable ipg reached end of life and was not functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.